Event description:
Unplanned fem-fem bypass. The contralateral limb of the graft deployed prematurely and did not extend sufficiently into the contralateral common iliac to allow for patency of the limb. It was noted via angiography that there was no retrograde profusion to the aneurysm. Based on these finding the physician decided to perform a fem-fem bypass graft.